Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: there was no activity outside normal use observed in the pump history. Evaluation revealed that the audible and vibration features were functioning properly. There were multiple replace battery alarms noted in the pump history; a replace battery alarm was duplicated during testing, and the pump emitted the appropriate audible and visual alerts. The complaint could not be confirmed or duplicated on investigation.

Event description:
The patient contacted animas reporting that about three months prior to calling he was not receiving low cartridge or blood glucose check reminders. He says that the vibration alarm feature was not functioning and that the audio alarm sometimes works but frequently skips beats. There was no evidence of misuse of the product. The issue was not resolved through troubleshooting. There was no reported patient impact associated with this complaint.